Manufacturer narrative:
The technician found the wheel was broken off the metal stem of the brake caster. The technician stated the metal stem of the brake caster was left. The bed was at the warehouse. The technician does not know what caused this issue, but assumes it was damaged. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake caster is broken and will not hold. No pt injury reported.